Event description:
The nurse of a (B)(6), male, pt, contacted zoll customer support to report that the pt's device is constantly alarming with "adjust belt" messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval capacitors (c2 and c5) with ECG node b were damaged. The cause for the damaged capacitors cannot be positively determined. No adverse event resulted from the damaged capacitors. The pt was issued a replacement electrode belt.